Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 25 events were reported for this quarter. Product return status: 24 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 22 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 21 devices were found to be affected by worn components. 1 device was found to be affected by a lubrication problem. 1 device was found to be affected by a hole in the hose. 1 device had no problem found. Additional information: 25 devices were not labeled for single-use. 25 devices were not reprocessed and reused.

Event description:
This report summarizes 25 malfunction events in which the device was reportedly leaking. 25 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 25 previously reported events are included in this follow-up record. Product return status: 25 devices were received. Event confirmation status: 23 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 21 devices were found to be affected by a worn dynamic seal. 1 device was found to be affected by excessive oil in the exhaust hose. 1 device was found to be affected by a damaged exhaust hose. 1 device was found to be affected by a worn dynamic seal and a loose swivel assembly. 1 device had no problem found.

Event description:
This report summarizes 25 malfunction events in which the device was reportedly leaking. 25 events had no patient involvement; no patient impact.